Event description:
Mandatory report completed on 09/24/2018, (B)(4), after heparin over-infusion incident. Hosp performed an inspection of 8100 lvp inventory (220 lvps) and discovered numerous modules with broken bezel assemblies. Biomed sent a sample of 25 broken bezel assemblies along with 2 unrepaired lvp modules to carefusion for investigation on 09/27/2018 - (B)(4). Tech practice consultant scheduled to be onsite (B)(6).